Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pace sense pin on the right ventricular (rv) lead had broken during generator change. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pace sense pin on the right ventricular (rv) lead had broken during generator change. The rv lead was surgically abandoned. No additional adverse patient effects were reported.